Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer reported that the screen had large white spot and it was hard to read. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer advised to insert a new battery. The customer stated that the display did not return to normal after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test. No missing segments or partial display noted. The insulin pump had stained lcd window, cracked battery tube threads and cracked reservoir tube lip.